Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels of 45-50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer was using off label insulin (fiasp and novolog r) within the pump supplies. Tandem technical support educated the customer regarding approved insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.